Event description:
This pt was advised by her primary care physician to get an ablation of her fallopian tubes with implantation of this essure device. The device was placed in each fallopian tube per pt. Pt has been experiencing severe pain going from her abdomen to her vaginal area; she has been running recurrent fever of about 101 degrees, has been on antibiotics three times. She presently is experiencing heavy bleeding coupled with infections. She is emotionally down and her entire body is achy. She has had an ultrasound and CT scan which show that the device is migrating. She is presently disabled, has had flu-like symptoms and fever since the device was put in place back in (B)(6) 2012. Doctor says she needs to have a partial hysterectomy.